Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device revealed a shaft fracture and was received with the device still located inside the carrier hoop. No other issues were identified during the product analysis.

Event description:
It was reported that the device was broken. A 135/10 renegade hi-flo kit was selected for hepatic artery embolization. During the procedure, it was noted that the device was broken after entering the patient. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that the device was broken. A 135/10 renegade hi-flo kit was selected for hepatic artery embolization. During the procedure, it was noted that the device was broken after entering the patient. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.